Event description:
On (B)(6) 2012, it was reported that the up and down buttons on the pt's infusion device stopped working a couple days before reporting. The pt stated that the rubber cover around the buttons is torn. The pt is not able to bolus utilizing the infusion device. The pt is using her backup infusion device until she receives a replacement. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.